Event description:
It was reported that the patient had cardiogenic shock, distributive shock, and sepsis. The patient had persistent vancomycin-resistant enterococcus bacteremia and was on linezolid until they were switched to daptomycin. Between (B)(6) 2018 and (B)(6) 2018 the patient was persistently febrile so meropenem was added on (B)(6) 2018. A blood culture taken on (B)(6) 2018 was again positive for enterococcus faecium. The patient underwent a left ventricular assist device (lvad) centrimag to heartmate 3 exchange and a right ventricular assist device (rvad) centrimag to centrimag exchange on (B)(6) 2018 to change the position of the inflow and outflow cannulas to the pulmonary artery and right internal jugular. Related MFR# for patient's second centrimag: 3003306248-2022-12500.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection, sepsis, and patient conditions could not be conclusively determined through this evaluation, and a direct correlation between the left ventricular assist device (lvad) centrimag blood pump, lot #l05504-la5, and the reported events could not be conclusively established through this evaluation. The lvad centrimag blood pump, lot #l05504-la5, was retained by the hospital and therefore will not be returned for evaluation. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and centrimag blood pump, lot # l05505-la7, until they passed away on 20nov2018 (related manufacturer report numbers: 2916596-2022-12780 and 3003306248-2022-12498). The device history record for centrimag blood pump lot #l05504-la5 was reviewed and showed no deviations from manufacturing or quality assurance specifications. The us (united states) centrimag blood pump instructions for use (IFU) (rev. 09) lists infection as an adverse event that may be associated with the centrimag circulatory support system under ¿adverse events¿. This IFU also provides the following warnings and cautions: IFU warning #10: frequent patient and device monitoring is recommended. IFU warning #13: the pump must be handled in an aseptic manner until primed and connected to a closed tubing circuit. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. No further information was provided. The manufacturer is closing the file on this event.